Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys rubella igg results from the cobas 8000 - cobas e 602 module. On (B)(6) 2026, the result from the primary sample tube was 133.5 iu/ml (detected). On (B)(6) 2026, at another site using an architect analyzer, the result from an aliquot was < 10 iu/ml (not detected). On (B)(6) 2026, the result from an aliquot was 134.5 iu/ml (detected). At a second site, the result from an aliquot was 11.9 iu/ml (detected). The customer reported the rubella status as detected.